Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on 07/15/2013 with the following findings:a review of the pump¿s history showed a manual time change from 4:38 am to 4:40 pm on 04/28/2013. The incongruent basal history on 04/23/2013 was verified in the pump¿s history. A timekeeping accuracy test was performed, and the pump maintained time accurately during the 5 day test. The pump was then powered off for an hour and then when powered back; the time and date had reset to factory default. The pump was opened and the internal clock battery on the internal circuit board was found to be leaking. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging receiving more basal insulin delivery than expected due to the pump time reset and the basal rates were restarted without user intervention. There is no adverse event associated with this complaint. This complaint is being ruled out because the alleged issue was not resolved with troubleshooting.